Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee replacement procedure, the blade broke at the mount. It was also reported that that an x-ray was performed to confirm there were no fragments left behind in the surgical site, resulting in an unknown delay. It was further that there were no adverse consequences and no medical intervention as a result of this event and the procedure was completed successfully.

Event description:
It was reported that during a total knee replacement procedure, the blade broke at the mount. It was also reported that an x-ray was performed to confirm there were no fragments left behind in the surgical site, resulting in an unknown delay. It was further that there were no adverse consequences and no medical intervention as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.